Event description:
It was reported that this right ventricular lead exhibited undersensing. Additionally, this patient experienced episodes of pacemaker mediated tachycardia (pmt). Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.